Event description:
It was reported: bipolar impedance readings were >2000 with 14ua current. The pt was getting current through the system. The pt was receiving a therapeutic effect. The hcp stated a discrepancy was noted with pt usage screen showing "% used" showed 37% with zero activations. Pt has severe tremor without the therapy and hcp doubted the pt had turned off the device for any length of time. The hours used were 10,081 and the last reset was on (B) (6) 2009. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).